Event description:
The customer reported to olympus, the evis lucera bronchovideoscope experienced an air leakage issue. The issue was found during preparation for an unspecified diagnostic procedure. The intended procedure was completed with a similar device. The device was returned for evaluation. During the device evaluation, the coating of the connecting tube was found to be peeling. There were no reports of patient harm or procedural delay. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found the universal cord was crushed, the connecting tube was crushed, the insulation resistance of the terminal did not meet the standard due to a cracked plastic distal end cover, the electrical connector was corroded due to water leakage, the light guide lens was cracked, the suction volume did not meet specifications due to a broken channel tube, and the bending angle in the up direction did not meet specifications due to wear of the angle wire. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue was identified. Based on the results of the investigation, the event may have occurred by the following stress applied to the insertion section: - physical stress such as scratching, hitting the insertion section - chemical stress by conducting reprocessing which is not recommended by IFU (reprocessing manual) - stress by poor storage environment (in direct sunlight, at high temperatures, in high humidity, exposed to x-rays and/or ultraviolet-rays, etc.) The following is included in the device IFU: 3.2 inspection of the endoscope 5. Inspect the external surface of the entire insertion tube including the bending section and the distal end for dents, bulges, swelling, peeling, scratching, holes, sagging, transformation, bends, adhesion of foreign body, dropout of parts, any protruding objects or other irregularities. Olympus will continue to monitor field performance for this device.